Event description:
Datex-ohmeda supplied a ups with the anesthesia unit. A label on the ups states "all facility's products are specifically excluded from life-support or patient critical contact application. Please refer to the apc life-support warning in the manual." This anesthesia unit should not have been equipped with this ups. Follow-up: manufacturer to replace both ups systems on the anesthesia units.